Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopic? Laparoscopic. What device was used for the proximal and distal transaction of the bowel? What color reload? Unk. On what tissue type was the device used? Unk. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures (ex. Hand tied purse string, purse string device)? Unk. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted through bowel lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? No. When the device was fired, what was the location of the indicator within the gap setting scale? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Na. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Na. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Na. Was there any difficulty removing the device from the tissue? Na. What steps were taken to confirm successful anastomosis (such as leak test, donut confirmation, etc.)? Na. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition and with the tip of the ancillary trocar broken. The breakaway washer was present and uncut and the device was received fully loaded with staples. The device was tested for functionality and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the blue tip broke off into the patient. It was retrieved and removed from the patient. A new device was used to complete the procedure. There was no patient impact.